Event description:
A customer reported that an epiq 7c ultrasound system showed image quality artifacts during a coronary artery bypass graft (CABG) procedure. Another ultrasound system was brought in to complete the procedure. There was no patient or user harm associated with this event. A philips field service engineer (fse) was dispatched and tested the ultrasound system and transducer. The fse could not recreate the image quality problem, no artifacts were observed. The fse confirmed all hardware and performance tests passed to address the customer's immediate concerns. The customer has opted to retain the transducer for continued use. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The epiq ultrasound system and transducer has been determined to be functional by the philips field service team, and the issue could not be replicated. The product passed all diagnostic and system safety tests. The system is currently in use at the customer site with no additional similar issues reported.